Event description:
The account alleged that the head section is all the way down and it will not come up.

Manufacturer narrative:
The technician found that fluid leaked from the manifold but after replacing the manifold, the issue remained. Repairs have not been completed.